Event description:
The MFR rep reports the pt underwent pump pocket revision from lateral to midline abdominal placement due to the pump flipping in the pocket. The pt was experiencing discomfort. Add'l info has been requested from the hcp but was not available on the date of this report. A follow up report will be sent when add'l info becomes available.